Manufacturer narrative:
The lead was returned with no reported event. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted except for procedural damage.

Event description:
It was reported that the patient presented in clinic experiencing discomfort due to diaphragmatic stimulation. Upon interrogation, the left ventricular (lv) lead was noted to exhibit elevated capture threshold. The lv lead was explanted and replaced on (B)(6) 2025. Additionally, the right ventricular (rv) lead was capped and replaced due to unknown reason on (B)(6) 2019 and was explanted on (B)(6) 2025. The right atrial (ra) lead was programmed off prior; and was explanted and not replaced on (B)(6) 2025. The patient was in stable condition.